Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)), coolflow pump (model# unknown serial# unknown), webster 4 pole catheter (model# d-1079-237-s, lot# 17085566m). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with an ez steer thermocool sf nav catheter and suffered ventricular tachycardia and cardiac arrest which required CPR and medications. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac arrest remains unknown.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with an ez steer thermocool sf nav catheter and suffered ventricular tachycardia and cardiac arrest which required CPR and medications. The patient¿s medical history is unknown. It was reported that during an epicardial idvt, the patient went into ventricular tachycardia (vt) too many times. After the last vt the patient had no blood pressure which was noticed and confirmed by electrocardiogram (ECG). CPR was performed on the patient and medications were administered to the patient. The patient was reported to be intubated in ICU and in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This was an epicardial ablation procedure which is not recommended by bwi.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on march 11, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)